Event description:
The complainant also reported that there was a loss of optical signal which did not prompt pump replacement.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue, access site bleeding, and thrombus. The data logs show that the placement signal and 5s parameters were stable throughout case, however at each trigger of the impella position unknown alarms, the signal-to-noise ratio (snr) became lower. These alarms were triggering correctly as there was lacking motor current modulation and placement signal pulsatility. Flows also slightly fluctuated. However, the clinical confirmed the pump was in good position. Due to lack of clinical details related to the patient¿s condition and no product returned, the root cause of the optical signal issue could not be determined. It was stated that there was oozing from the dressing site so quickclot was placed and it resolved. Due to lack of clinical details provided, the root cause of the access site bleeding cannot be determined. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28439 b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant had a impella 5.5 pump support placed to support a patient admitted in with cardiogenic shock. During the 11 day support there were multiple issues, the first being loss of optical signal which did not prompt pump replacement. Additionally the patient had oozing at the access site which prompted dressing change and placement of quickclot. Also, when conducting echocardiogram imaging there was an observation made of right atrial clot/thrombus. The procedural outcome was the patient survived surgery.